Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing info. It is not suspected that use or continuing use of product could result in a pt's death.

Event description:
Patient underwent MRI testing in the past. Doctor would like the device analyzed. He may write an abstract of the effect, if any, the device had due to the MRI.